Event description:
The date is approx. I had already been experiencing some symptoms, fevers, rashes, pain in breast but the symptoms multiplied and severity was far worse once I switched out saline to silicone textured breast implants. I was bedridden. Could barely walk, my shoulders became ¿frozen¿, severe pain throughout the body. Feet were so painful, I just couldn¿t walk most days. Developed several autoimmune issues and food allergies. My hair started falling out, rash on face, chest and arms, headaches almost daily, completely inflamed in body and face. I knew it was the implants. I had them removed with capsules from old implants and the new ones on (B)(6) 2019. Most of the debilitating symptoms are gone. My shoulders unlocked, my feet stopped hurting, headaches gone, fevers gone, rashes gone, body pain mostly gone, hair is growing back in, eyes are no longer permanently red, chest pain gone¿ developed cancer after new implants put in... Developed allergy to several foods after new implants. FDA safety report ID # (B)(4).